Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product met all acceptance criteria.

Event description:
The pt's parent reported on (B)(6) 2014 at 4:48 pm, their daughter activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: time: 6:28 pm, bg (mg/dl): 198, cho (g): 25, bolus (u): 2.55; 7:03 pm, 26, 1.3; 8:27 pm, 249, 29, 12. Date: (B)(6) , time: 08:25 am, bg (mg/dl): 409. 9:30 am she was vomiting so she was taken to the hosp where she was admitted for dka. They placed her on an insulin drip and gave her zophran for her vomiting. At 4:49 pm pod was deactivated.